Event description:
It was reported that the device was implanted in 2007. When beginning to apply the load, the pt experienced pain. The surgeon found that the nail had broken at the hole of the lag screw on an x-ray. A revision surgery was performed eight months later.

Manufacturer narrative:
Eval summary: cause cannot be definitively determined without the availability of prod/x-rays. Method and results: no prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specs. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reported. Zimmer considers the investigation closed.